Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, historical review and non-conformance review, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The exact date of event was not provided. It is noted the symptoms began almost immediately after implantation of the lens on (B)(6) 2015. The lens remains implanted all pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a male patient experienced terrible halos (bright circles that appear to surround a source of light) around car lights, lamp posts, lit signs at night which make driving at night unsafe and irritating. He has been experiencing these symptoms almost immediately after implantation of a zlb00 multifocal lens. In follow up with the surgery center it was asked if there was anything in the patient's chart attributing the patient's visual issues to the lens. The response was that nothing was found about it. No additional information was provided.